Manufacturer narrative:
Batch review performed on 19 december 2018: lot 145122: (B)(4) items manufactured and released on 17-sep-2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d knee manager: the r&d manager confirmed that an out of label was done and the stability of the construct was not confirmed. Even if the thread is compatible, the screw that was implanted instead of the missing one is not validated for that use. Using the screw ref 75.15.333 contained in the ref. 02.07.404fdw instead of the 75.53.0131 (missing in this package) contained in the ref 02.09.ta305, the fixation of the augment is not guaranteed,. The augment can move in the distal direction. Moreover, the screw protrudes from the plane of the augment, changing the predefined joint line. The surgeon, as confirmed by the agent, had to cement the construct in order to stabilize the wrong screw used. Possible long-term consequences cannot be defined.

Event description:
Absence of screws in the packaging. The inner package that usually contains the screws was present but no screw was found. The surgeon used the screw present in the wedge ref 02.07.404fdw, lot n°169024 (different from the screw missing) to complete the surgery and cemented the construct.